Event description:
Journal reference: islam s, vick lr, runnels mj, gosche jr, abell t. Gastric electrical stimulation for children with intractable nausea and gastroparesis. J pediatr surg 2008;43(3):437-442. Gastric electrical stimulation (ges) has been performed in adults as a treatment of refractory nausea and vomiting in pts who have failed medical treatment, but has not been used in children. Nine pts with chronic nausea and vomiting with a mean age of 14 years were evaluated for temporary ges. All 9 pts subsequently underwent placement of a temporary followed by permanent ges device. Follow-up ranged from 8 to 42 months, with some pts reporting sustained improvement in symptoms and improved quality of life. Reportable event: one pt, female, required removal of the stimulator because of erosion and infection of the skin over the pocket 2 years after implantation. She had trauma to the area, which caused the erosion. Her symptoms recurred after removal of the stimulator, and she is awaiting another implantation.

Manufacturer narrative:
.